Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a no delivery alarm. The blood glucose reading was 397 mg/dl. The patient treated with a manual injection. The customer stated that the insulin did not exit. The patient was advised to change the infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Inspected one opened/used reservoirs. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed infusion set and catheter tip test. Conclusion: reservoir was not occluded.